Event description:
It was reported that the solution in the bd plastipak¿ concentric luer lock syringe was discolored. The following information was provided by the initial reporter, translated from dutch to english: "we have again received a complaint because of an oxidation reaction in one of our syringes... There were 2 syringes together and only one syringe shows the oxidation reaction. This clearly shows that this is caused by the syringe as this is the only starting material not shared by the 2 syringes. In addition, the storage conditions of the 2 syringes are identical (they are packed together)."

Manufacturer narrative:
H6: investigation summary: one 50ll photo has been received for investigation from lot 2010063 and ref.300865, sample was not provided. Complaint describes an oxidation reaction inside the syringe. Upon visual inspection of the picture, it can be observed two syringes filled and color of both medicines inside the syringes are different. Customer reports both syringes were stored in the same conditions. A device history review was performed for the reported lot 2010063, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Revision of data from sterilization cycle shows it was carried out normally without deviations. No changes in manufacturing process or raw materials for this reference have been performed in the past year that could modify the behavior of the cases or product and could be related to this defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the solution in the bd plastipak¿ concentric luer lock syringe was discolored. The following information was provided by the initial reporter, translated from (B)(6) to english: "we have again received a complaint because of an oxidation reaction in one of our syringes. There were 2 syringes together and only one syringe shows the oxidation reaction. This clearly shows that this is caused by the syringe as this is the only starting material not shared by the 2 syringes. In addition, the storage conditions of the 2 syringes are identical (they are packed together)".